Manufacturer narrative:
(B)(4). After inserting a battery, unit received with failed battery test due to moisture damage keypad connector and electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self-test due to the failed batt test alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm and customer insert a new battery on insulin pump and again received a battery failed alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.